Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6)2010, product type: lead. (B)(4)

Event description:
It was reported that the patient had not been charging lately and now he was seeing that it was not communicating when he tried to charge. It had been at least a month since he recharged. An implantable neurostimulator (ins) overdischarge was suspected. The stimulator had not been helping enough so they were considering putting in a pain pump, which was why the patient had not been using the stimulator or charging it. The patient had been in pain for the past 8 months. The pain was worse right now in a very bad area and it was getting worse when he breathed in and out. Additional information received reported that the battery has been overdischarged for greater than 1 year. Multiple trickle charges were attempted. The patient was scheduled for a new pump implant and at that surgery the rep was notified of the battery replacement. The patient stated that the implantable neurostimulator (ins) was working fine prior to the overdischarge and continuity of care was the issue with maintaining the system. Telemetry was unable to be obtained. As a result of the issue the ins was replaced along with having a new pump implanted. The patient status at the time of this report was "alive-no injury".